Event description:
A customer reported an issue with the wake button on their device, specifically relating to the top button and sleep mode. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up after cts reviewed the provided information and chose the best possible course of action.